Event description:
It was reported that 4 bd vacutainer® pst¿ gel and lithium heparinn 83 units blood collection tubes had clotting. The following information was provided by the initial reporter: " it was reported that the tube is clotting. The tube with the anticoagulant in it, the plasma is completely clotted once the tube is spun customer has product for evaluation (B)(6) 2021 spoke with cx colleague, ***. She explained that his occurred 4 times with different phlebotomists, that state they followed the correct order of draw, and inverted the tubes immediately after collection. She sent a picture (attached to the case), that is not fully drawn, but the others were fully drawn, and looked the same. The tubes were not re-drawn, but rimmed out and run and the results were not abnormal."

Manufacturer narrative:
H.6. Investigation: bd received 11samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. The sample in the photo also appears to be underfilled. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to fibrin were observed. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for further testing of additive quantity. All results were within the specification limits of 64 units ¿ 103 units for catalog 367962. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photo provided. All other testing on return samples and retention samples was satisfactory. Bd was unable to identify a root cause.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® pst¿ gel and lithium heparinn 83 units blood collection tubes had clotting. The following information was provided by the initial reporter: " it was reported that the tube is clotting. The tube with the anticoagulant in it, the plasma is completely clotted once the tube is spun customer has product for evaluation (B)(6) 2021 spoke with cx colleague, ***. She explained that his occurred 4 times with different phlebotomists, that state they followed the correct order of draw, and inverted the tubes immediately after collection. She sent a picture (attached to the case), that is not fully drawn, but the others were fully drawn, and looked the same. The tubes were not re-drawn, but rimmed out and run and the results were not abnormal."